Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, followed guided steps to reset pump, confirmed error did not recur, and successfully started new sensor session, with no additional issues reported.